Manufacturer narrative:
Result: bolts loosening from brake cams.

Event description:
It was reported by svc report that the brakes were stuck and both pedals were broken. It is unk if there was pt involvement. However, no adverse consequences were reported.